Event description:
User facility reported uterine perforation.

Manufacturer narrative:
The MFR has made several attempts to obtain additional info with the user facility, with no success. The cause of the reported event cannot be determined.